Manufacturer narrative:
The involved device has not been returned from the user facility for evaluation and neither the product code or production lot number are known. Therefore, meaningful evaluation of device history records and complaint files is not possible. Evaluation of a retained sample from a current production run confirmed there were no defects or anomalies. In addition, it was confirmed that there have been no similar complaints for this product. The cause for the reported separation of the tr band tubing cannot be determined based upon the available information. However, the event description is most consistent with the inflation tubing having been inadvertently cut during the step-wise deflation process. The labeling does address the potential for such a deflation event in the instructions-for-use with statements such as: "do not inject more than 18-ml of air. There is a possibility of damaging the device is this volume is exceeded"; "patient should not be left unattended while the tr band is in use"; and "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band eventually became deflated while it was still being used to assist with achieving hemostasis following a trans-radial procedure. Follow-up communication with the user facility confirmed that: the band was initially inflated, maintained the desired pressure and was free of problems; after appropriate assessment of the patient's progress, 5-cc of air was released to slowly reduce the pressure being applied to the entry site and the band was confirmed to still be working properly; while attempting to release another 5-cc of air, it was noted that the inflation tubing has become separated from the pressure balloon and that the band was deflated; the patient's wrist was inspected and confirmed to be free of bleeding or swelling (i.e. Hemostasis was successfully achieved); and the patient was reported to be "fine" with no complications from the event.